Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant product: smartablate generator (model# m-4900-07 serial# (B)(4)). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia with a thermocool smarttouch&#59394;bi-directional navigation catheter and suffered a cardiac arrest requiring cardiopulmonary resuscitation/defibrillation, cardiac tamponade requiring pericardiocentesis/surgical intervention, and pleural effusion (hemothorax) requiring surgical intervention. During the procedure, the patient went into cardiac arrest. A full code protocol was performed including cardiopulmonary resuscitation and defibrillation by implantable cardioverter defibrillator and external defibrillation along with the use of extracorporeal membrane oxygenation and transfusion of 3 units of blood. The tamponade was confirmed via intracardiac echocardiogram. The pericardiocentesis yielded 1500cc from the pericardial space. The patient was also noted to have a hemothorax (aka hemorrhagic pleural effusion). Patient was stabilized and normal sinus rhythm was restored prior to being transferred to the operating room for surgical intervention. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.